Event description:
Reference number (B)(4). Event occurred in united states it was reported that the patient experienced the infusion set came off from the site event on (B)(6) 2023. No further information available.

Manufacturer narrative:
E1:] patient city: (B)(4). Patient country: united states.